Event description:
A post-market clinical evaluation of the treatment of femur fractures with the femoral nail piriformis fossa (pf) of the t2 alpha femur antegrade gt/pf nailing system subject 03-056. X-rays taken at 6-mo follow-up ((B)(6) 2023) : ap/lateral views of right femur demonstrate a well aligned and healing femoral shaft fracture. There may be some increased callus formation posteriorly but it does not appear to be united. X-rays on (B)(6) 2023 at 9-mo post-op appointment show increased callus but not bone consolidation. Plan is to manage conservatively and x-ray again at 12-month appointment.

Manufacturer narrative:
The reported event of no bone consolidation could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device remains implanted in patient.